Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: the customer provided lot # 1017428. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that gp series infusion set, 1 ss y was cracked, and leaked. The following information was provided by the initial reporter: the customer contacts us because there have been several occasions where personnel have experienced problems with alaris sets in general, leakage and crack in drip-chambers. This 1.case concerns crack in drip-chamber. In connection preparing smofkabiven, while priming and filling of drip-chamber a crack was discovered. Later the same day a new incident happened. This was related to leakage between set and 3-way connection. They say that when tightening the connection it solved the problem for a while. This have been a problem for quite some time at least since july this year with several incidents every week. It has not been reported earlier.

Manufacturer narrative:
H.6. Investigation: one representative sample from lot 1017428 was received. The sample was received with opened packaging, however there were no signs that the product had been in clinical use. One bbraun discofix extension line (ref 16500c - lot 20a1392044) was received with opened packaging, also with no signs of having been in clinical use; the bbraun product was received connected to the male luer of the 60693e product. The samples were separated and a visual inspection found no physical damage or defects to either the 60693e or bbraun discofix products which might explain the customer's experience of leakage. In order to try and replicate the customer's experience, the products were reconnected; the connection between the products was found to be secure. Pressure testing of the products did not identify any leakage. One actual 60693e sample from lot 1017428 was received for investigation. The sample was received with residual fluid present in the line. Functional testing of the sample confirmed the customer's experience as leakage was observed from a crack in the drip chamber. A review of the customer feedback database indicates that there have been other complaints for cracks to this drip chamber component. Bd is currently in the process of developing a new drip chamber component, CAPA#670287 with one of the aims being to reduce the likelihood of cracking to occur when squeezing the chamber.

Event description:
It was reported that gp series infusion set, 1 ss y was cracked and leaked. The following information was provided by the initial reporter: the customer contacts us because there have been several occasions where personell have experienced problems with alaris sets in general, leakage and crack in dripchambers. This 1.case concerns crack in dripchamber. In connection preparing smofkabiven, while priming and filling of dripchamber a crack was discovered. Later the same day a new incident happened. This was related to leakage between set and 3-way connection. They say that when tightening the connection it solved the problem for a while. This have been a problem for quite some time at least since july this year with several incidents every week. It has not been reported earlier.